Manufacturer narrative:
(B)(4). Currently pending eval of the incident, the customer noted that the device did not cause or contribute to the death.

Event description:
During AED deployment, the subject was not resuscitated.